Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was returned for analysis and the reported complaint was observed. Intra ocular lens (iol) returned in bag along with surgical fabric. Iol adhered to fabric with sellotape. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and not returned. The optic is cracked/fractured and scratched/marked-rejectable with loose fibers & particulate. We are unable to determine the root cause for the reported complaint "center of iol optic found scratched". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the center of the iol optic was found scratched after implantation. The iol was exchanged for another lens during initial procedure. Additional information has been requested, received and stated there was no potential health impact to patient.